Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a blank display after removing their activity guard. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Customer's blood glucose was 235 mg/dl. It was also found the customer's blood glucose rose to 360 mg/dl. Customer treated their blood gluocse with insulin. The customer requested to have their insulin pump replaced. No additional information provided.